Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was receiving a dose of baclofen 4,000 mcg/day "a few years back." The pump was replaced and the catheter was revised; reason not provided. After surgery, the patient was placed back on the same dose and 'ended up on a ventilator" due to an overdose. The hcp 'dropped the dose and the patient recovered". A follow-up report will be sent if additional information becomes available.